Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned a single syringe with 0.5ml graduation markings. The syringe was used to draw tap water, which was then pushed out of the syringe. All of the water exited the syringe without any leakage observed. This syringe did not feature any defects and functioned as intended. A review of the device history record was completed for batch#: 9343425 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for raised needle assemblies. There was one (1) notification noted for cracked hubs. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 syringe 0.5ml 31ga 8mm leaked. The following information was provided by the initial reporter :   the consumer reported that 1 syringe leaked out the side of syringe when using insulin. Date of event: on (B)(6) 2021, sample status: awaiting sample.

Manufacturer narrative:
Initial reporter zip code : unknown. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.5ml 31ga 8mm leaked. The following information was provided by the initial reporter :   the consumer reported that 1 syringe leaked out the side of syringe when using insulin. Date of event : (B)(6) 2021. Sample status : awaiting sample.